Event description:
During a routine shift check by a clinician, the device failed to power up with battery power; the device successfully powered on with both battery and a/c power applied at the same time. There was no pt involvement in the reported malfunction.